Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic appendicectomy the green hem-o-lock applicator broke whilst applying a clip. The jaws of the applicator bent out of shape at the hinge and two small rivets fell away. This was one of the endo5 reusable laparoscopic applicators. We were able to locate and remove one rivet but the other has been retained.

Event description:
It was reported that during a laparoscopic appendicectomy the green hem-o-lock applicator broke whilst applying a clip. The jaws of the applicator bent out of shape at the hinge and two small rivets fell away. This was one of the endo5 reusable laparoscopic applicators. We were able to locate and remove one rivet but the other has been retained.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number , we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Due to the fact that instrument was not returned we cannot perform any analysis on the instrument. The review of DHR was without finding. No further measures will be initiated.